Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed twenty-five days after the initial implant due to an infection. The source of infection is unknown. No patient complications have been reported as a result of this event.